Event description:
Information received a smiths medical ventilators/pneupac ventilators vr1 standard it will not cycle, as it has contestant pressure in adult mode.

Manufacturer narrative:
Other, other text: investigation completed on a smiths medical ventilators/pneupac ventilators vr1 standard report of not cycling with constant pressure in adult mode was confirmed during testing. This was isolated to a fault rolling diaphragm. The physical condition revealed a crack in the upper case. Repair summary: replaced faulty rolling diaphragm to correct the customer reported problem. Replaced defective patient valve assembly and crack upper case. Installed service kit. Performed pm testing, cleaned and affixed service label.